Event description:
Thankfully, injury was prevented. The product is the "ab energizer". This product does not provide any medical warnings on the box. The only medical warnings are located in the booklet inside the box on page 18. Now, for epileptics, they would like to know this prior to purchasing the product and possibly ending up in an epileptic fit, coma, or even death. There are others who should be advised against utilizing this product as well. However, as rptr is an epileptic, this is their primary concern. The product utilized electronic stimulation. Please, please assist with this. Rptr attempted to call, but was given the run around and even had an extremely rude woman transfer them again, at which time rptr hung up and is now writing.